Manufacturer narrative:
Concomitant: product ID 5554 lead implanted: 1999-(B)(6). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Between (B)(6)-2015 and (B)(6)-2016 max rv capture threshold varied between 1.25 and 2 v. Lead impedance is within range. Interrogation on (B)(6)-2016.

Event description:
It was reported that the physician felt was an increased pacing threshold due to lead dislodgement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.